Manufacturer narrative:
The quality control values before and after the erroneous result were within the established ranges. A checkup of the analyzer has been done by the laboratory when they have called the hotline, no problem was detected. The first dump analysis shows that the plasma pipetting has been made in the air instead of the plasma. Internal investigations are still ongoing to find the root cause.

Event description:
On (B)(6) 2023, a patient was admitted to the emergency department following a discomfort and breathing difficulties. A d-dimer dosage has been done and was negative (<0,27 g/ml) at 13h35. Later that day, the patient has suffered of a cardiac arrest. After this incident, the patient has done an angiography scan. This medical examination has shown that the patient had suffered of a pulmonary embolism. Based on this result, the laboratory has relaunched 3 times the d-dimer dosage. For the first two rerun relaunch, there was an error message qns (quantity not sufficient) which means that there is not enough plasma in the tube. The third relaunch, realized at 19h41, was positive (ddi=13 g/ml). Because of the pulmonary embolism, the patient had cardiac permanent damage.

Manufacturer narrative:
The quality control values before and after the erroneous result were within the established ranges. A checkup of the analyzer has been done by the laboratory when they have called the hotline, no problem was detected. The first dump analysis shows that the plasma pipetting has been made in the air instead of the plasma. Internal investigations are still ongoing to find the rootcause. Supplemental requested by FDA _gen2500148.

Event description:
On (B)(6) 2023, a patient was admitted to the emergency department following a discomfort and breathing difficulties. A d-dimer dosage has been done and was negative (<0,27 g/ml) at 13h35. Later that day, the patient has suffered of a cardiac arrest. After this incident, the patient has done an angiography scan. This medical examination has shown that the patient had suffered of a pulmonary embolism. Based on this result, the laboratory has relaunched 3 times the d-dimer dosage. For the first two rerun relaunch, there was an error message qns (quantity not sufficient) which means that there is not enough plasma in the tube. The third relaunch, realized at 19h41, was positive (ddi=13 g/ml). Because of the pulmonary embolism, the patient had cardiac permanent damage.

Manufacturer narrative:
The analysis of the pipetting heights on the concerned patient sample tube showed plasma level detection was too high. This erroneous level detection have resulted in pipetting in the air or partial sample pipetting which is consistent with the ddi negative false result. No other patient/test is concerned by a similar defect. No instrument malfunctions have been identified. The most probably rootcause to explain the high plasma level detection, on this patient sample, is a pre-analytical issue. Considering that is an isolated case (single sample), with a pre analytical hypothesis, stago plans no further action. Stago reference file = (B)(4). Supplemental requested by FDA _gen2500148.